Event description:
On (B)(6) 2011, leica microsystems received a complaint stating the brakes locked up when "all free" brake release button was pressed. The illumination lamp will switch off automatically and gave an error "lamp 1 defective."

Manufacturer narrative:
Malfunction was not related to device. Investigation was conducted by the MFR. The malfunction wa assessed to be caused by faulty processor. The faulty processor board was replaced and the problem seems to have been resolved. On (B)(6) 2011, the same problem has resurfaced. During a neuro surgery, the lights dimmed and the brakes locked when the "all free" brake release button was pressed. Further investigation was performed by the MFR. The leica rep requested the facility's bio-med team to test their voltage output. According tot he results, wall output in the facility was running at 103vac without a load. This low voltage output caused the light to dim and the brakes to fail. In conclusion, the malfunction was caused by a sub-standard voltage line in the surgery room and not caused by a microscope failure. In this case, it was an environmental fault which was confirmed by the user facility's bio-med team. This is considered a single case.